Event description:
A female pt was enrolled in the study in 2007 with I-vessel disease. The lesion treated was in the distal left anterior descending (lad) branch. The lesion was pre-dilated and a 2.5 x 13 mm cypher select stent was implanted at 16 atm. The target lesion was an in-stent restenosis of a previously implanted cypher stent. The day of the index procedure the pt reported experiencing angina pectoris that was relieved by nitroglycerine. Sixteen days post index procedure the pt reported experiencing angina pectoris. During yearly follow-up in 2008, the pt reported experiencing angina pectoris.

Manufacturer narrative:
The product remains implanted in the pt, and is not available for analysis. Additional info will be submitted within thirty days upon receipt.